Manufacturer narrative:
Blockers disassembled bilaterally. It is unk at this time which device caused the failure of the construct. Four oasys blockers (p/n 48551000), 4 oasys polyaxial screws (p/n 48552328), and an oasys rod (p/n 48552080) were revised. The investigation is underway. Any add'l info obtained during the investigation will be submitted in a supplemental report.

Event description:
Date unk: laminectomy was performed for c3-c4 for atlanto-axial subluxation. The pt had originally cervical spondylosis myelopathy. No implant was used at this surgery. In 2009: c3-c4 had obtained the bone fusion, however, c1-c2 were the primary surgery using implants (oasys) was performed for c1-c2 (c1 screws were placed, c2 screws were placed to pedicle). The sales rep was at the site of this surgery and confirmed that the final tightening was done correctly. After approx 2 weeks: the blockers at c1 both sides were disassembled. The following month: the pt was revised.